Event description:
It was reported that the device experienced a power on reset. Patient was reportedly undergoing radiation therapy, but has completed therapy. The device was reprogrammed and is still in use. It was further reported that the caller had a question regarding the use of a device for a purpose other than which it was intended. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was sent and reviewed. The device experienced power on reset parameters. The device recorded two critical ram parity error pors on (B)(6) 2010 at 10:55:09 and (B)(6) 2010 at 09:51:05.